Manufacturer narrative:
One infusion pump was received in relation to the reported event. It was noted that the tampered seal label was missing. The device was found to be in good physical condition. A review of the event history log was unable to confirm the reported event.:pump accuracy testing was performed, and the reported event regarding delivery accuracy was unable to be duplicated. Three different delivery accuracy tests were performed all of which were within the published +/-6% delivery accuracy specification. No problems were found with the fluid delivery of the pump. The reported event was not confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the infusion pump failed the volume accuracy test by -12.20%. There was no patient involvement reported.